Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by (B)(4) 2011.

Event description:
The customer reported intermittent problems with radiography and that at times the system will not perform fluoroscopy and the digital display section turns off. The system partially boots after restarting it.